Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug(s) of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the only symptoms the patient reported was not getting pain relief. A catheter dye study was attempted previously and the physician was unable to aspirate. The dye study was unable to be completed. A catheter revision was performed. At the revision, the physician tried to aspirate from the pump again and was unsuccessful. The spinal catheter segment was explored and they were unable to locate any obvious issue. They cut the collet from the pump side and tied off part of the tip segment / spinal segment of catheter and discarded the rest. A new spinal segment was added and cerebrospinal fluid was observed. Once connected to the pump segment, the physician attempted aspiration again and this time was successful. The issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history was requested but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.